Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. During the mechanical inspection, a stylet intended to be used with this lead could not be properly introduced and advanced within the leads lumen, which can be considered to be the root cause of the clinical observation. Subsequent analysis revealed the presence of coagulated blood in the lumen of the lead. These blood residuals were most likely introduced into the lumen of the lead by means of stylets used during the implantation procedure. Furthermore, a cut into the insulation (approx. 23cm distal to the is-4 connector pin) and a deformed pur-tube were found, which most likely occurred during the implantation procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
The 0.014 guide wire became stuck in the lead during implant (B)(6) 2019. The physician was advised to replace the lead by rep, as well as tech services, who talked to him on the phone during the implant. The physician made the decision to cut the wire and hook up the device since the lead was functioning. Patient had been under anesthesia for about 4 hours, and they did not want to extend the procedure any longer. Later that day, the physicians at the facility decided to replace the lead the following day. On (B)(6) 2019, physician explanted lead and decided to use a bsc lv lead. No adverse patient events were reported. Should additional information become available, this file will be updated.